Event description:
It was reported that the customer was hospitalized for high blood glucose levels of approximately 500 mg/dl. The customer felt bad and vomited the night prior to the event. While the customer was in the hospital, it was determined that the customer's glucose meter was reading incorrectly. It was also stated that the customer's cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.